Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that shortly after the implant procedure, the patient experienced phrenic nerve stimulation due to the left ventricular lead. The device was reprogrammed to a minimal ventricular pacing (mvp) mode to address the stimulation and the lead remains in use. It was later noted that the device was pacing in the right ventricle only, however it was programmed to provide bi-ventricular pacing. The device was reprogrammed to resolve the pacing issue and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.